Event description:
It was reported that the lead was removed due to twiddler's syndrome.

Manufacturer narrative:
A visual inspection found the svc shock coil to be stretched. The damage found is consistent with that occurring during the surgical procedure. The lead exhibited normal electrical characteristics. No anomalies were found.